Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Review of x-rays by the manufacturer revealed a gross lead discontinuity. Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was initially reported that the patient's device was registering high impedance. As such, x-rays were taken and sent to the manufacturer for review of possible causes for the high impedance. The cause was found to likely be that the lead pin was not fully inserted into the generator. However, it was also found during the review of the x-rays, that there was a likely lead fracture near the electrodes. The patient's treating physician is unaware of any manipulation or trauma that may have caused the issue. It was stated that the patient has not seen an increase in her seizure activity since the high impedance was initially noted, and therefore, there are no plans to have the device replaced at this time. As the device is not available for analysis, the cause for the lead fracture cannot be determined, and any relationship between the pin insertion issue, and the lead fracture cannot be determined.